Event description:
The customer reported eight erroneous magnesium results and one erroneous triglycerides result, for nine patients, involving unicel dxc 800 synchron system. The erroneous results occurred on two separate days. This is report number two of two. Upon retest of controls, the customer stated elevated: triglyceride levels 1, 2 and 3, igg immunoglobulin level 1, and micro-total protein; magnesium controls were within range. The customer indicated the sample probe was flushed and the syringes were replaced one week prior to the event. The customer was advised to use proper personal protective equipment (ppe) prior to troubleshooting. The customer stated no fluid under the probes and was instructed to replace the cartridge chemistry sample probe and align it in the wash collar. The customer verified all patient results and stated multiple magnesium results were released out of the laboratory; amended reports were issued. The erroneous triglyceride result was not reported out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) replaced hardware components including reagent probe a, wash collars, wash cups, and reagent probe a/b and 3-way valves to resolve the issue. The instrument conformed to the manufacturer's published performance specifications. Eval: wash collar, cup. This medwatch report is related to MDR 2050012-2012-01543.